Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia and was feeling lightheaded. The device was reprogrammed and the issue was resolved. The patient's condition was fine post programming changes and would continue to be monitored with regular follow-ups.